Manufacturer narrative:
Pump passed the active current measurement, and displacement test. Pump received with high sleep current due to connector resistance issue on j6/pcb1. Unexpected low battery alarms due to the j6/pcb1 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replaced battery now alarm without prior low battery alarm. The customer¿s blood glucose level was unknown. Customer stated that this was the second occurrence of replace battery without prior low battery alert. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.